Event description:
It was reported that the inside of the microcannula sheath is opened, and the anterior sheath is split when puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was inconclusive because the implicated component was not returned with the tray. The product returned for evaluation was one 5fr dual lumen powerpicc catheter tray. The tray was received opened. Various unused kit components were returned; however, the microintroducer was not among the returned products. The implicated microintroducer was not provided for evaluation. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that the inside of the microcannula sheath is opened, and the anterior sheath is split when puncture. No other information was provided.